Event description:
It was reported that this right atrial (ra) lead exhibited a dropped in pacing impedance out of range as well as loss of capture. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).